Event description:
The customer reported that the device was not functioning. Physio-control found that all the buttons except the power on/off button were inoperative, a lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.